Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the gripper line could not be removed. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The patient anatomy was challenging. Femoral access was not an option due to a massive scoliosis, a jugular access was chosen. The clip delivery system (cds) was advanced to the mitral valve. The cds was curved approximately 100 degrees. During testing the removability of the gripper line, the gripper line was retracted 1-2 cm and resistance was felt. The gripper line could not be removed. The clip was not deployed and the cds was removed with the clip still attached. After removal, the clip was deployed on a sterile table to determine the failure, and it was found that the gripper line was caught in the gripper. The procedure was discontinued. No clips were implanted, mr remains at 4. The patient is stable. A second mitraclip procedure was performed on (B)(6) 2017, two clips were implanted successfully; reducing mr from 4 to 1. There were no adverse patient effects and no clinically significant delay during the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). The clip delivery system (cds) was returned and the reported gripper line becoming caught in the grippers could not be confirmed, while the inability to remove the gripper line could not be tested. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported gripper line becoming caught in the grippers and inability to remove the gripper line was likely due to a contribution of forces from usage of the device (procedural conditions) related to the challenging anatomy, jugular vein access point, and curves placed on the device. The aggregations of forces due to patient anatomy and curves on the system likely resulted in the gripper line becoming caught in the grippers as well as the difficulty experienced by the user while removing the gripper line. It should be noted that the mitraclip instructions for use, instructs that the devices be inserted into the femoral vein and warns, do not deflect the sleeve tip more than 90 degrees as device damage may occur. Use of damaged product may result in cardiac injury. As the access point was the jugular vein instead of the femoral vein and the sleeve was curved excessively, this information suggests that the user technique contributed to the reported user experience. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.